Event description:
A healthcare facility in (B) (6) reported to a fisher & paykel healthcare (fph) customer care specialist in the us office that while an rt114 adult breathing circuit was being used with an mr850 respiratory humidifier, a low humidity temperature alarm was registered on the humidifier base. The humidifier was on a non-invasive mode with a flow source at 20-30 lpm. This was noticed during use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The complaint device was not returned to fisher & paykel healthcare (fph) in (B) (4) for investigation. We are currently seeking more info regarding this complaint. We will provide a follow up report once we receive further info from the healthcare facility and have completed our investigation.